Event description:
It was reported that the device was used during a gastric bypass procedure. It was reported by the rep that the surgeon fired the ez45b instrument successfully across the stomach area and she attempted to fire the instrument a 2nd time and it locked out. Another ez45b was opened and used to complete the case. There was no patient consequence.